Manufacturer narrative:
Tac (technical assistance center) support engineer during communication with the customer advised that tac does not have repair cost information and the repair center does not provide front-end repair costs either. Tac explained to the customer that the repair center would bring the unit in, evaluates it, and calls the customer back to discuss the repair cost. Customer declined initiating an RMA (return material authorization) and indicated that they will later. Customer stated they have to determine if it is cost-effective to repair or to buy new unit. To date, no further information received from the customer. The subject device has not yet been returned for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of device output level. It was reported that the output level of the device (generator) fluctuates all over the place. Customer stated it is inconsistent in cut mode. The coag mode is fine. Customer stated the unit is very old. The manufacturer year is 2005. Customer wanted to know if it is worth sending it in for repair versus buying a new one. There was no patient harm or injury reported due to the event. No user injury reported

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The olympus service center was unable to confirm the customer's event. The unit passed functional tests and a two hour burn-in test. The output was within the standard specification. The unit had some minor scratches and the display was slightly dim. This device has been serviced before, for this reason a design history record review will not be performed. A review of the previous service performed on the unit shows no abnormalities. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.